Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the mobile system. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 367 mg/dl (mobile system) and 173 mg/dl (compact plus system) 2. 416 mg/dl (mobile system) and 127 mg/dl (compact plus system) 3. 533 mg/dl, 340 mg/dl (mobile system) and 165 mg/dl (compact plus system) sets of readings taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.